Event description:
The state dept of health while investigating a complaint on a death in the facility had stated they feel that side rails contributed to the death of the resident. The facility conducted an investigation on the incident and did not find this to be the case. The investigation's findings were a medical event occurred and was or went to side in sleep when the medical event occurred pt fell forward, as a result of the medical event, into the side rails.